Manufacturer narrative:
(B)(4). No part was returned to teleflex chelmsford for investigation. The reported complaint of iabp fos not functioning is not able to be confirmed. A teleflex field service agent serviced the pump and the issue could not be reproduced. The pump passed preventative maintenance (pm). A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: this complaint is reportable due to the decision to exchange pumps to continue therapy, which can result in delay to patient therapy. However, a fiber optic sensor (fos) not connecting cannot in itself cause or contribute to a patient death or serious injury. The fos is a portion of the catheter that monitors the patient's arterial pressure. When the fiber optic pressure signal is not available, the intra-aortic balloon (iab) is still able to be used since an arterial pressure signal is available through the central lumen. Iab therapy continues to the patient uninterrupted.

Event description:
It was reported that the intra-aortic balloon pump (iabp) have an fos issue while on a patient. As a result, the iabp was swapped out. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) have an fos issue while on a patient. As a result, the iabp was swapped out. There was no report of patient complications, serious injury or death.